Manufacturer narrative:
Batch review performed on 14 march 2025 lot 2418860: (B)(4) items manufactured and released on 04-nov-2024. Expiration date: 2020-oct-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: the complaint concerns a periprosthetic fracture that occurred the day after a total hip arthroplasty. The available x-ray image is of very poor quality and provides only a partial view of the affected hip, making a meaningful clinical evaluation impossible. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
A day after the primary hip surgery, the patient felt a pop after turning. The patient was perpendicular to his chair. He was going to sit in it, and he pivoted on the operative leg and went to sit down, and that is when he felt a pop in his leg. The surgeon observed the patient sustained a femur fracture. The surgeon revised the head and stem. The surgery was completed successfully.